Event description:
Reporting status: serious injury / permanent damage. Reporting rationale: thrombosis resulting in permanent damage. Device issue: none. It was reported that a xience stent was implanted in the mid circumflex. Approx one week post stent placement, the pt presented with thrombosis. No add'l event or pt info is available.